Event description:
It was reported the device was sent in for repair, no additional information was provided. There was unknown patient involvement.

Manufacturer narrative:
E1: phone: (B)(6). B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal. To resolve the issue the dso seal was replaced. Functional testing found the device failed the accuracy test. To resolve that issue, the expulsor was sanded down. The service history review identified no indication that the complaint was related to a service of the device within the review period.